Event description:
Three of five catheter samples examined had a small protrusion on the edge of one of the eyelets, which could upset user's urethra on insertion/removal. It was visible and could be felt with a finger run over the surface.